Event description:
It was reported by the customer stating that they are not getting good vacuum, and they noticed a delay when attempting to take a sample. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.